Event description:
Caller reported problem with pixel display on pump, which affected ability to interact with and read the pump screen. There was no adverse impact to customer's blood glucose level. The customer reverted to manual injections for insulin therapy.